Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter was not functioning. There was an 8 on the side of the axiem box. In the emitter details, the axiem box was showing not connected and the emitter was showing unable to read port. This was reported outside of a case. There was no patient present.